Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that due to pain, dyspareunia, bleeding, urinary incontinence and mesh erosion the patient underwent the following: on (B)(6) 2007 - removal of graft erosion, on (B)(6) 2012 - additional removal, and on (B)(6) 2010 - mesh trimming. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat vaginal vault prolapse, rectocele, enterocele and urinary frequency. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced, vaginal discharge, urinary tract infections, vaginal infections, hematuria, urinary leakage, urinary urgency, frequency, incomplete bladder emptying, vaginal dryness, overactive bladder, proctocele and nocturia. It was reported that patient underwent mesh removal on (B)(6) 2006 by dr. (B)(6) at (B)(6) medical center. It was reported that patient underwent mesh removal on (B)(6) 2007 by dr. (B)(6) at (B)(6) medical center. It was reported that patient underwent mesh removal on (B)(6) 2009 by dr. (B)(6) at (B)(6) hospital. It was reported that patient underwent mesh removal on (B)(6) 2010 by dr. (B)(6) at (B)(6) medical center.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria, hesitancy, and straining.

Event description:
It was reported that following insertion the patient experienced dysuria, hesitancy, and straining.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced discomfort. It was reported that patient underwent cystourethroscopy, cold-cup bladder biopsy, and fulguration on (B)(6) 2013 by dr. (B)(6) due to hematuria and recurrent bladder infections.

Event description:
It was reported that following insertion the patient experienced discomfort. It was reported that patient underwent cystourethroscopy, cold-cup bladder biopsy, and fulguration on (B)(6) 2013 by dr. (B)(6) due to hematuria and recurrent bladder infections.